Event description:
The reporter stated the technician was preparing an aa4203tl toric silicone single piece lens to be loaded into the cartridge and noted that a piece of one haptic was torn off and missing. The lens was not loaded or used and there was no pt contact. The reporter stated the technician felt the lens was received that way and was defective.

Manufacturer narrative:
Evaluation results: visual inspection of the returned product found a piece of one haptic torn off and missing. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found. Conclusion: no conclusion can be drawn. Based on the complaint history, work order search and the eval of the returned product, a specific root cause of the event could not be determined.